Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available at the plant for evaluation. Visual inspection revealed a double loop of tubing in the roller clamp and confirmed the customer reported problem. The root cause of this condition was attributed to the assembly of this set by an automation machine. The machine involved has since been equipped with a camera and sensor to detect such non-conformity. No repairs were made as this is a single use only device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Event description:
The customer reported to baxter (B)(4) of a flo-gard IV solution admin set in which the "the tubing loops round inside thumb wheel clamp and there is crushing from the wheel." The process step is before use. There was no patient involvement. There was no report of patient injury or medical intervention associated with this event.